Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose readings around 200¿218 mg/dl throughout the day while using the ilet bionic pancreas, with noted prior occlusion alerts and confirmatory fingerstick values around 212 mg/dl; troubleshooting and education were provided to monitor glucose as levels trended downward. Symptoms included hyperglycemia. Outcomes included no injury and self-monitoring at home without medical intervention or hospitalization. Investigation included user interview and review of device alerts and prior related case information. Investigation of this case revealed that occlusion alerts were present and the device delivered insulin with subsequent gradual reduction in blood glucose, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.